Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon had issues with several instruments. The tip of the threads of the coupling screw were broken and the coupling screw would not connect to the helical blade. The helical blade inserter became stuck and the surgeon had to beat out the inserter and the aiming arm would not disconnect from the blade guide sleeve and had to be pounded out. The surgeon completed the procedure with no adverse effect to the patient. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, the helical blade inserter that was returned was inserted through several different blade guide sleeves and functioned as designed. The complaint condition could not be replicated. The only issue noted on the inserter was that the alignment indicator spun freely around the shaft which means the pin has broken and this has been addressed previously. The lateral side of the hole through the aiming arm is damaged which is causing the condition noted with the aiming arm. The flat area that aligns the blade guide sleeve is dented and metal is pushed into the hole and it appears almost domed into the hole. The height from the bottom of the radius to the lowest part of the flat measured undersize due to the deformation. Since the corresponding height on the blade guide sleeve is 16.25, this causes a potential interference fit. The last approximately 4 mm of the tip of the helical blade coupling screw is broken off. The break is very ragged and one edge is bent inward causing the cannulation to have a d shape instead of being round. The threads on the end of the coupling screw are 10 mm long and typically thread completely into the back of the helical blade. Since such a short portion is broken off, the screw was most likely not completely inserted into the blade before striking it with the hammer to insert the blade. The complaint condition did not exist on the helical blade inserter, the issue with the aiming arm is the result of damage from mis-use and the damage to the coupling screw is due to not having it fully seated into the helical blade prior to striking it to insert the blade. Therefore there are no indications of any manufacturing or design related issues and this complaint is deemed invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 3 for this complaint (B)(4).